Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the device did not start normally (electric current did not flow) during the procedure. The procedure was completed with back up device. There was no delay in the procedure. The device had contact with the patient but there was no patient impact or injury.